Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer expressed the following symptoms of high blood glucose: dehydration, throwing up, possible ketones, blood glucose levels over 600 mg/dl. Customer's current blood glucose reading was 280 mg/dl. Customer was not wearing the pump at the time of emergency room visit. Nothing further reported.